Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
A customer contacted baxter (B)(4) regarding particulate matter found in a xenium 110 dialyzer. The customer stated that the dialyzer had brown particles. There was no patient involvement, patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). (B)(6). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). During evaluation of the returned sample the reported problem was confirmed; however, no root cause could be determined. A visual inspection was performed and brown spots were found inside the dialyzer. Water was flushed through the dialysate port and the spot moved. Air was put into the blood path but the spot did not move. The spot was located in the dialysate section of the dialyzer. A retained sample from the same lot was visually and functionally tested by nipro with no damage or leaks noted. A manufacturing batch record review was performed by nipro with no issues or abnormalities noted during the manufacture of this lot. If additional relevant information is received a follow-up will be submitted.